Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated error c-00 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the customer reported to technical support engineer (tse) that when using monopolar energy with the integrated electrosurgical unit (iesu) or erbe there was an issue. Tse viewed system logs and saw multiple c-34 errors on the erbe. The customer stated bipolar was working, but when they use monopolar energy, they were getting an error activation has been interrupted c-34. Tse recommended rebooting the erbe. The customer will proceed with the case using bipolar and they will try an erbe reboot after the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe) was returned for failure analysis, and the reported problem, c-00 on startup c-34 in logs, was able to be confirmed. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using a system and powered on with c-34 error. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The root cause of the reported event cannot be determined; however, a possible root cause may be due to an electrical component failure within the generator that produced a voltage error.

Event description:
Refer to h11 for follow-up information.